Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received another low glucose alert during the night while using the ilet system, consistent with a hypoglycemic experience, with device problem and component details not specified. Symptoms included insufficiently characterized clinical effects associated with low glucose. Outcomes included an undetermined health impact due to limited information. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no available findings and no specific device problem or component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.